Event description:
Dexcom 7 sensor failure upon insertion. The wire loop came up through the top of the sensor. This is the third occurrence of sensor failure with the same issue. Device code: 3023, 2906. Patient code: 4582. Reference reports: mw5172783, mw5172785.